Manufacturer narrative:
When the physician pulled the smart control delivery system out of the patient over the guidewire, the outer shaft on which the stent stands separated and was left inside with a small piece of the guidewire lumen hanging out of the catheter shaft. The physician pulled the shaft out with his hands. The procedure being performed was stent placement in an infiltrated biliary duct. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with the stablizer guidewire, no difficulty advancing the device over the guidewire to get to the lesion and no difficulty crossing the lesion with the stent delivery system (sds). The stent was successfully delivered. During withdraw of the device over the guidewire it was noticed that the guidewire lumen had separated from the shaft and partially remained on the guidewire. The inner part of the shaft (orange color) was separated from the shaft on which the stent stands. There was no resistance felt during removal of the device, nor was excessive force used to remove the device. Since the inner lumen of the device remained on the wire, it was removed, along with the guidewire, from the patient by hand as a single unit. There was no other damage noticed to the device after removal. There was no damage noted to the guidewire. There was no reported patient injury. One non-sterile pkg assy 6x080 smart vas 80cm was received coiled inside a plastic bag. Unit was already deployed and stent was not received. The guidewire lumen was separated completely from the hub. Several kinks were observed along the guidewire lumen; this condition could be related to the way the unit was sent for the analysis. No other discrepancies were found. Internal diameter and outer diameter of the guidewire lumen were measured near to the separation and were found acceptable. During analysis a comparison between laboratory sample and unit from complaint received was made in order to review if there is evidence of that the glue was applied according to the procedure. Both pieces showed the same characteristics. Analysis results showed that the lumen has little elongations at the end. There is no other defect or condition observed that could be associated to the lumen separation. Probably an external force could cause the lumen separation but it is not conclusively determined as the root cause of the presented condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure was confirmed; the exact cause of the damage could not be conclusively determined; however it does not appear to be manufacturing related since a comparison was made with a piece good and has the same characteristics of the glue into the hub. Process controls are in place to detect this kind of defect. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported, when the physician pulled the smart control shaft out of the patient over the guidewire, the outer shaft on which the stent stands was left inside, with a bit of the guidewire lumen hanging out of catheter shaft. The physician pulled the shaft out with hands. The patient is a (B)(6) female. The procedure being performed was stent placement in an infiltrated biliary duct. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with the guidewire (stabilizer). There was no difficulty advancing the device over the guidewire to get to the lesion. There was no difficulty crossing the lesion with the stent delivery system (sds). The stent was successfully delivered. During withdraw of the device over the guidewire it was noticed that the guidewire lumen had separated from the shaft and partially remained on the guidewire. The inner part of the shaft (orange color) was separated from the shaft on which stent stands. There was no resistance felt during removal of the device. There was no excessive force used to remove the device. Since the inner lumen of the device remained on the wire, it was removed, along with the guidewire, from the patient by hand as a single unit. There was no other damage noticed to the device after removal. There was no damage noted to the guidewire. There was no reported injury to the patient.